Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial paced events caused blanking of intrinsic ventricular events and fuctional loss of ventricular capture, which was observed via remote transmission. Programming changes were recommended and will be programmed during patients next follow up with the physician.